Event description:
It was reported that the programmer had "lots of warnings" and trouble with electrocardiogram noise. It was also noted that the affected screws needed to be re-torqued as per a previous service note. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the electrocardiogram (ECG) connector was loose, which confirmed the reported event. It was also noted that the stylus was not working with the touch screen and case screws were missing.